Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.